Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that they experienced temperature unstable issues during an ablation procedure. An electrode error occurred and the unit stopped working. The case was cancelled without any patient harm.